Manufacturer narrative:
The device was not returned for analysis. However, review of returned images revealed the extension tubing appeared to be detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. Visual inspection was based solely upon a review of the photographs provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the sideport detached from the hub allowing air to enter the sheath. The sheath was removed and the procedure was completed with no patient consequences.